Manufacturer narrative:
Through follow-up with the affiliate it was determined that the device was not discarded and would indeed be returned to mitek for evaluation. Mitek has decided to file a report based on info discovered upon receiving the complaint device. The device was evaluated visually and it appears that the distal tip of the electrode is carbonized slightly and the plate around the active tip of the device has broken. The affiliate was contacted to determine if any fragments from the device fell into the pt. No additional info could be obtained. It is unk if any fragments from the device fell into the pt. The device will be forwarded to the device MFR for root cause analysis. If/when additional info is obtained, a follow-up report will be field.

Event description:
Out affiliate is reporting that during an arthroscopic shoulder repair, a vapr s90 electrode became carbonized and sparked while in the pt's joint space. They are reporting no pt consequences. The facility discarded the complaint device.